Event description:
On 11/7/24 a beta bionics territory business manager (tbm) became aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. On 11/7/24 a beta bionics customer care agent followed up with the user about the event. On the morning of (B)(6) 2024, the user's bg was so low it did not register on their dexcom continuous glucose monitor (cgm). Their healthcare provider (hcp) advised their partner to take them to the emergency department (ed), but the partner called emts instead as they were unable to wake the user. Upon arrival, the user's bg was 45 mg/dl. The emts administered sugar, raising the user's bg to a safe level. The user chose not to go to the hospital and decided to stop using the ilet for a few days due to fear of further issues. The user reported that the hypoglycemia occurred while changing their ilet supplies for the first time, during which they had difficulty inserting the cartridge. The user initially stated that they had rewound the pump and were not connected to it during the supply change. However, the user eventually admitted that it was difficult to put the cartridge in during the supply change. The user was encouraged to consult their doctor before deciding whether to resume use of the ilet.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.